Event description:
It was reported that, "when trying to remove a screw, tip of revision thread broke off into screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. (B) (4).